Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported hole in catheter. Before they gave chemo they flushed the catheter with sailine. It leaked sailine from the puncture place and they pulled out the catheter. After that they see a hole 5 cm marking. The patient got a new PICC. No harm for the patient and no leakage on the hcp. Incident occurred during use.

Event description:
It was reported hole in catheter. Before they gave chemo they flushed the catheter with sailine. It leaked sailine from the puncture place and they pulled out the catheter. After that they see a hole 5 cm marking. The patient got a new PICC. No harm for the patient and no leakage on the hcp. Incident occurred during use.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. A gross visual inspection of the catheter found a longitudinally aligned split at the 5 cm depth marker. Microscopic inspection of the split found that the edges were sharp and well defined. Additionally, the fracture surface was observed to be flat and granular in texture. The catheter wall thickness was measured at the location of the deformation and found be within specification per rm5000435. Based on the available evidence, it was not possible to conclusively determine the root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported hole in catheter. Before they gave chemo they flushed the catheter with sailine. It leaked sailine from the puncture place and they pulled out the catheter. After that they see a hole 5 cm marking. The patient got a new PICC. No harm for the patient and no leakage on the hcp. Incident occurred during use. Additional information was received and added to file on november 11, 2024 for this event as part of a focus survey. The following additional detail was provided: 4fr sl PICC placed in brachial vein (B)(6) 2024, total length 41cm, exit mark 2cm, secured with statlock, removed (B)(6) 2024. PICC used for oncology treatment (docetaxel, oxalyplatin, fluorouacil"). There were no reported occlusions. Internal leakage at 5cm mark detected by leakage out of insertion site during flushing saline. PICC used 1.5 months. Patient or caregiver performed flushing to maintain patency, dressing changes and administration of therapy. There are no xrays available for this event. Catheter site was cleaned with chloraprep and chlorhexidine solution poured from a bottle (2 x 1 ml chloraprep or unknown volume of chlorhexidin 5 mg/ml).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.